Event description:
The device handle was fractured off, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.